Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the top of the battery compartment was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. The battery compartment threads were stripped and were unable to be secured. The battery cap was unable to fit to the returned pump or a test pump. The test cap was able to hold for testing. The battery cap coin slot was damaged. The battery cap contact height was off specification.